Manufacturer narrative:
The reported event was addressed with phone support. The field service engineer (fse) contacted the initial reporter, who informed that the camera issue had resolved. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. Isi has not received the endoscope involved with the alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the 30-degree endoscope kept going into upside down. No further details were provided. The procedure was completed as planned with no reported injury.